Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - driveline. Driveline /(B)(4)/ model #: 1104 / expiration date: unk. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: unk, labeled for single use: yes. Heartware ventricular assist system ¿ shoulder pack. Shoulder pack / model #: unk / expiration date: unk UDI #: unk device available for evaluation: no. Device mfg date: unk. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) stop alarm was triggered when the patient¿s shoulder bag dropped down and disconnected the driveline. The patient reconnected the driveline and the alarm stopped. There were no noted connection issues. The pump, controller, and shoulder bag remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: (B)(4). Implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller, pump, and shoulder pack were not returned for evaluation. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on (B)(6) 2018. A vad stopped alarm was logged at 07:36:10, due to an open phase on both stators. This was followed by an electrical fault alarm logged at 07:37:17 due to an open phase on the front stator. A second vad stopped alarm was logged at 07:37:43, followed by an electrical fault alarm at 07:37:56 due to a phase not connected on the rear stator. At 07:38:27, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. Based on the available information, the most likely root cause for the electrical fault and vad stopped/dis connect alarms observed in the log files may be attributed to the disconnection of the driveline caused by the dropping of the patient pack. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. Based on an internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: driveline (B)(4). Device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.